Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Following an episode of ventricular tachycardia, the patient received hv therapy. Upon interrogation, the device was found to be in backup mode. It was noted the event may have been due to external interference. The device was reprogrammed. There were no consequences to the patient.